Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two device. Visual inspection noted that the first reload was pre-fired and engaged in interlock with the jaws open. The second reload was received with a full complement of staple. Functional testing of the reloads found no abnormalities. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. Replication of the pre-fire condition with interlock engagement may occur if the instrument firing handle had been partially compressed and released after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the reload from firing a second time by ceasing the placement of staples and tissue transection and prevent patient harm. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during partial left lower lobe resection of the lung, the stapler was able to fire 2 reloads perfectly (one purple 60 mm and one black 60 mm). The third reload (black 60 mm) only advanced 15 mm during the first squeeze of the handle then made a crunching sound every time the surgeon tried to squeeze. The reload was removed and 2 new reloads (black 60 mm) were fitted on the same handle but could not be fired (same crunching sound without any advancement). It was noted that the surgeon was able to press the green button but was not able to squeeze the handle. It was mentioned that there was poor staple formation. A new device was used to complete the case. It was reported that there was a tissue tear as a result of the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during partial left lower lobe resection of the lung, the stapler was able to fire 2 reloads perfectly (one purple 60 mm and one black 60 mm). The third reload (black 60 mm) only advanced 15 mm during the first squeeze of the handle then made a crunching sound every time the surgeon tried to squeeze. The reload was removed and 2 new reloads (black 60 mm) were fitted on the same handle but could not be fired (same crunching sound without any advancement). It was noted that the surgeon was able to press the green button but was not able to squeeze the handle. It was mentioned that there was poor staple formation. A new device was used to complete the case. There was a tissue tear as a result of the event.